Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to unhygienic conditions. The patient was hospitalized for the event three days after event onset. The patient was discharged two days after hospital admission. At the time of this report, the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique.(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1 gram, route and frequency were not reported) and meropenem injection (1 gram, route and frequency were not reported). At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.